Event description:
Complainant alleged that when the device was turned on during a routine shift check by a clinician, the device had no display on the monitor screen. The clinician then began hitting the housing of the device and the display intermittently turned on and off. The complainant indicated that there was no pt involvement in the reported failure.